Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that an image was not displayed because communication failure occurred due to a faulty cable. As to the cause of the faulty cable, it is likely that the cable was broken due to disconnection caused by the buckling of the cable. The event can be detected/prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged. Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. While the camera head is attached to the endoscope, never attempt to lift the entire assembly by the camera cable. Doing so could damage the cable. Never use a clamp or forceps to attach the camera cable to another object. Doing so could damage the cable". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the device evaluation found the following; the cable was buckling and twisting, there was a loosening of the cable at the cable section, there was corrosion of the electrical contact at the connector, there was adhesion on the free lock lever, on the scope mount and on the main body of head section; the focus ring adhered on the head part; an attachment on the main body of the head part had physical stress and there was deterioration of imaging on the head with discoloration of the flexible lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the camera head had cable damage. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, the cable section had a poor image, flickering, noise, and image disappeared. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.